Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the guidewire was allegedly unable to load onto the recanalization catheter. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in respectively. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned. Two photos were also provided for review. The investigation was confirmed for material separation as the catheter is separated from this metal distal tip. The investigation was also confirmed for guidewire incompatibility and material twisted as the in-house guidewire was unable to advance past the catheter twisting and bunching. The root cause could not be determined based upon available information. It is unknown if procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. -do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator . Adverse events: - as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter.

Event description:
It was reported that during preparation, the guidewire was allegedly unable to load onto the recanalization catheter. Reportedly, another recanalization catheter was used to complete the procedure. There was no patient contact.